Event description:
The pt was reportedly experiencing sound quality issues followed by intermittencies and loss of sound. The company was informed that the pt recently fell and landed on the implant side. The testing showed that the device is not functioning. Surgery to explant the pt's device will be scheduled.